Event description:
Information from ae regulatory system: at 10:14 on (B)(6) 2025, the patient underwent botulinum toxin injection treatment at our hospital. During the procedure, the doctor discovered that the disposable sterile insulin syringe being used had a serious problem with insufficient injection smoothness, frequently causing resistance and making it difficult to depress during injection. This issue resulted in inaccurate dosing, which compromised the wrinkle-reduction efficacy. Recently, there have been frequent incidents of insufficient smoothness in syringe injection, requiring multiple syringe replacements, resulting in wasted consumables and negatively impacting patients' medical experience. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code: 328421, more than 5 syringes were affected. The problematic syringes were all from the same batch. Besides the problem with insufficient injection smoothness, there's also an issue with hooked cannula tips. No photos taken, 2 samples could be returned, no customer response is needed. Sample availability: yes. Sample availability details: physical sample available only. (B)(6) 2026. Update/additional information from complaints lab - see attachments. The customer returned samples from lot #4044142. Intake number: (B)(4). What is the request: create new complaint for samples received from the lot # 4044142 reason for request: samples received from the customer. Awareness date: 09-feb-2026. Additional information: note, customer returned sample from 1 lot 4044142 (requires new complaint).

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause cannot be determined as the issue remains unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.